Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a no delivery alarm was receiving during priming, which was resolved with an infusion set and reservoir change, possibly indicating an occlusion. The customer was not able to troubleshoot at the time. The patient's blood glucose was 150 mg/dl. Nothing further was reported